Event description:
It was reported that the ventilator was connected to a pt and ventilating. The pt self extubated and the rn immediately noticed that the tube was cut but the ventilator did not alarm for the situation. There was no pt harm. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted when the investigation is completed. Reference exemption #: (B)(4).